Event description:
In accordance with title part 803, subpart b, 803.22(b)(2), this letter is to notify and provide you the information (B)(6) received on (B)(6) 2025 which reported that during a lead extraction procedure, a right ventricular perforation occurred. The patient survived the procedure. It was determined that the (B)(6) device was not the cause or the contributor to this deficiency. A lead extraction procedure commenced to remove a right ventricular (rv) lead. A cook medical liberator was inserted into the lead to provide traction. During the extraction utilizing a cook medical evolution, the evolution tore a small hole in the apex of the rv. Rescue efforts began, including sternotomy. A rv perforation was discovered and repaired, and the patient survived the procedure. Per (B)(6) clinical assessment, the reported perforation, was related to the cook medical evolution. There was no alleged malfunction of any (B)(6) devices and did not cause or contribute to the reported event. (B)(6) is not the manufacturer nor importer of the evolution. The manufacturer of this device is cook medical. Please do not hesitate to reach out to us if we can assist you further. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).